Event description:
See intial report.

Manufacturer narrative:
The gas blender has been received at livanova facilities. Device alarmed during the prior test run, the display did not show an error number. The control flow 10l was replaced. Following repair, during complete procedure no error occurred. Device returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
In order to fix the fault, mass flow controller for o2 was replaced. A device service history review has been performed and identified that the unit was manufactured in 2019 and no other similar event has been reported, neither concerning trend has been identified. Taking into account the result of service activity, the most likely root cause for the reported issue has been assigned to defective gas mass flow controller for o2. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Event description:
Livanova deutschland has received a report that, during maintenance, the electronic gas blender return a continuously alarm with no error number reported on the display and it does not maintain the set flows. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in italy. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
UDI related data quality updates only. D.4. This supplemental report is sent as correction to the previous submitted MDR to correct format of the UDI code which was initially provided without parentheses. The correct UDI code has been updated in the dedicated section d.4. Primary unique device identification (UDI) number.